Event description:
A site representative, registered nurse (rn), reported that while in a cranial procedure, synergy cranial application became unresponsive during a tumor resection, while navigating passive planar instrument. They were using the freeze utility with the probe prior to resection. In trouble-shooting, the footswitch and mouse did not respond, however, a hard re-boot of the system restored normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On (B)(4) 2014, a medtronic representative, following-up at the site, reported removing older patient exams from the navigation system and confirmed the software functioned normally. Performed a navigation system check-out, all areas passed. System performed as intended. Software analysis of the log files found no indication of why the system became unresponsive.